Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer site, however phone support was provided. The field service engineer (fse) advised the customer to replace the syringe and tighten the t-valve to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low patient results for the ise chemistries and glucose on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.